Manufacturer narrative:
Alarm review data was considered, and shows a leads-off state persisting for over 10 minutes before the patient's condition was diagnosed. Philips is considering that the delay in treatment was a factor in the adverse outcome. Philips is in the process of obtaining additional information concerning this event, and this complaint is still under investigation. A final report will be sent once the investigation is completed.

Event description:
The customer reported that the monitor did not warn (alarm) for a cardiac arrest. When the staff entered the patient's room, the bedside monitor had a flat trace and no alarm signaled for this problem. The patient expired.